Manufacturer narrative:
Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comment that the programmer would not turn on. Analysis also found that the system fan was noisy. (B)(4).

Event description:
It was reported while interrogating a device, the programmer shut completely off and would not turn back on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported while interrogating a device, the programmer shut completely off and would not turn back on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.